Event description:
It was reported that the video system center exhibited no image. The issue was found during preparation for use. The patient was not under anesthesia. There were no reports of delay or patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the customer's complaint was confirmed during device inspection. The probable cause of the reported event is due to a defective printed circuit board. However, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.